Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported that a representative had an issue with a pump they were "liasing with in the (B)(4) hospital." The representative requested clarification on the "positive pressure" they were getting. There were no reported symptoms. No complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.